Event description:
Related manufacturer reference number: 2017865-2022-21607. It was reported that the patient presented in-clinic for follow up. Upon review, the right ventricular lead exhibited failure to capture, over-sensing noise leading to inappropriate automatic mode switch and high pacing impedance. The pacemaker bothered the patient due to pocket migration. Chest x-ray showed that the lead was dislodged and through a venogram insulation issues were noted. The lead and device were explanted and replaced. The patient condition was stable.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Additionally, it was noted that the right atrial lead exhibited loss of capture. The device and lead were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of migration or expulsion of device could not be confirmed. As received, the device telemetry communication and output were normal. The device battery was found above the elective-replacement level with appropriate remaining longevity. Analysis performed did not identify any functional issues. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.